Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported vascular dissection, hypotension, and hypoxia was unable to be determined. The reported patient effects of vascular dissection, hypotension, and hypoxia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required and unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect - clinical code: 1751.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient on dialysis with poor pulmonary function and low cardiac function ejection fraction (ef) 20%. A mitraclip was inserted and deployed on the mitral valve, reducing mr to a grade of 2+. However, while removing the clip delivery system (cds), the patient¿s blood pressure dropped to about 50 beats per minute (bpm) and oxygen saturation (spo2) decreased. Norepinephrine was administered, and the patient¿s blood pressure stabilized. Extracorporeal membrane oxygenation (ECMO) was then inserted, and the procedure was completed. There was no change in left atrial (la) pressure. It was noted that considering the increase in pulmonary artery (pa) pressure and the finding of air leaking from the left pulmonary vein, the doctor's opinion was that this was likely pulmonary vein (pv) damage; a dissection was suspected. No additional information was provided.